Event description:
In late 2008, the patient reported that her blood glucose had been elevated 6-8 hours. She stated that at 4:00pm, her blood glucose measured "hi" on her blood glucose monitor and she bolused 8.7 units of insulin. At 8:00pm, her blood glucose continued to measure "hi" and she bolused 10.2 units of insulin. Thirty minutes prior to the call her blood glucose continued to measure "hi" and she changed her infusion set and insulin cartridge. Her normal blood glucose level is below 10 mmol/l (180 mg/dl). Symptoms of elevated blood glucose are dry throat, bad vision, fast heart rate, and an achy feeling. She stated that when she removed the infusion site the cannula was bent. She bolused 2 units of insulin. She was advised to contact her physician. Upon follow up on eight days later, the patient stated that her blood glucose returned to normal after changing the infusion site. She was sent an infusion site insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged infusion site. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.